Event description:
It was reported that the device battery voltage measurements were reporting varying results and displaying low telemetered battery voltage. The device is still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device battery voltage measurements were reporting varying results and displaying low telemetered battery voltage. It was later reported that the device was explanted and replaced due to early battery depletion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The analysis revealed that the telemetered battery voltage was low. On (B)(6) 2010, the telemetered battery voltage was 2.65 v, while the daily battery voltage trend measurement was 2.95 v.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) - calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery impedance. This device is part of the field action and has tested consistent with the field action. Performance data collected from the device was analyzed and analysis revealed that the telemetered battery voltage was low. On (B)(6) 2010, the telemetered battery voltage was 2.65 v, while the daily battery voltage trend measurement was 2.95 v.